Event description:
Patient later reported right side "mass," ¿drastically life changing disabilities,¿ ¿brain fog,¿ inflammation, ¿arm hand," ¿body pain,¿ and "concern if "bia-alcl was detected.¿ the device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified deformation of the device, creases fold, brown particles, voids and weight to the specification. Bubbles in the gel were observed after the autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Creases were observed upon explant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade IV. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ¿health has deteriorated," ¿severe immune damage and caused a great deal of emotional, psychological, and physical pain." Healthcare professional later reported right side capsular contracture, baker grade IV. The device remains implanted.